Event description:
It was reported that the patient had numerous runs of ventricular tachycardia (vt) and some appeared to be induced by ventricular safety pacing (vsp). The physician turned off vsp and no further vt episodes occurred. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.